Event description:
During routine transtelephonic eval of pacemaker, the pacemaker appeared to be pacing at a rate lower than the programmed rate. Also, there was no response to the application of a magnet to the pacemaker. The pt was seen the next day and the pacemaker was not pacing at all and could not be interrogated with the pacemaker programmer. There was no response to magnet application to the device.